Event description:
It was reported that, during preparation, the fiber was connected to the laser and was found to be unusable; an error code was issued. The fiber had not been used for the ten times expected. The procedure was completed with another of same device. No patient complications were reported. Upon device return, analysis confirmed a fiber body break.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that it was received in two pieces; confirming a fiber body break. The tip of the fiber was degraded due to normal use. The console read: treatment used: 3 treatment left: 7. It is likely that procedural handling and procedural conditions of the device during set-up, use or reprocessing contributed to the fiber body break. A partial body break or kink could have occurred during the previous use or reprocessing and when the customer went to use it for this procedure the fiber completely broke. The instructions for use direct the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and DHR review. Therefore, the investigation conclusion code assigned is cause traced to component failure.